Event description:
It was reported that a malfunction alarm occurred. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections (mdi) as backup therapy until the replacement pump was received.